Event description:
I am (B)(6) female with severe allergies medically, environmentally, seasonally and related to certain foods. I also have a number of specific medical problems such as diabetes. Please be advised that on (B)(6) 2011, I underwent bilateral thyroid surgery for suspected cancer at (B)(6) hospital, (B)(6). The surgeon (B)(6) used "dermabond" to close the incision site, despite its precautions to consider and specific contraindications warning against its use, which my surgeon should have been aware of. Aside from the fact that the surgeon who operated on me should have known better and consulted with me, but did not, prior to using "dermabond," she was also extremely incompetent in many other matters as well. However, although she was obviously not very knowledgeable pursuant to the "dermabond" product, I still contend there should be an immediate and thorough investigation and recall of this product, because it never should have been approved for any release due to the following reasons: the "dermabond" formula is comprised of formaldehyde, which is a known carcinogen, and therefore should never have been approved for use at any time. Parenthetically, my allergies are so severe, that I can't be in a trailer, or in a building where prefabricated wood paneling is found, because of my adverse reactions to formaldehyde. There were exceedingly limited studies on the "dermabond," hence it should not have been released for use on the market until more conclusive information was provided, documented by extensive statistical studies made on larger population samples. The package insert was inadequate and grossly misleading, even if my surgeon took the time to read it. For instance, the insert gives contradictory information such as: "dermabond" is intended for topical application... To hold skin edges of wounds from surgical incisions," on page 2, yet a contradictory statement appears on page 3, stating: "dermabond" has not been evaluated for use on wounds such as surgical incisions." As an insulin dependent, elderly diabetic with severe allergies, who was suffering from a serious systemic infection at the time of surgery, which my surgeon also totally ignored, its use was contraindicated and therefore should not have been used. Moreover, page 4 states: the "safety and effectiveness of 'dermabond' adhesive on wounds of insulin dependent diabetes mellitus... Have not been studied. During my post-operative healing process, aside from my constant gagging and loss of breath from the "dermabond's" exuding toxic odor, similar to airplane glue in smell, residual globules oozed out of the incision site on my neck in large rubbery-like clumps. This proved to be disastrous to me, because of my allergies, as well as the fact that the surgery did not go well and I was left with major breathing and speaking impairments due to the surgeon's damage to my right vocal cord which is currently (and may be permanently) paralyzed. Therefore, as a result of the above enumerated direct and proximate reasons, I contend that the "dermabond" product should be immediately recalled, removed from the market, and its use should be completely restricted so that no one is exposed to its threatening complications ever again. It is the responsibility of the FDA to protect (B)(6) public by throughly investigating drugs before they are put on the market for consumption, and in this case, it appears that no safety regulations were investigated for "dermabond."